Manufacturer narrative:
H3, h6) the product ID: bi71000180r, lot number: 101579339 rev. 3 was returned to the manufacturer for analysis. The enclosure motion control was installed into a test imaging system and the system did not initialize, motion did not ready, and image acquisition system (ias) firmware installer confirmed a firmware failure. The enclosure motion control would not hold firmware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that while setting up for a confirmation spin, the pendant was stuck on 'initializing please wait'. At one point the pendant did display the message to press and hold the ¿m¿ button to rehome. They told how to execute the re-homing process. The oarm was still not responding. Next, they instructed to go to the service console terminal and invalidate home, oarm did not respond to the operation. Rebooted the oarm and mvs and once the system came online the motion progress bar remained unchecked and the pendant still displayed initializing systems, please wait. Reboot before also resulted in no resolution. There was no patient impact and a delay of less than one hour.

Manufacturer narrative:
H3 - a manufacturer representative went to the site to service the system. Replaced motion interface. Reset rotor motion controller firmware. Performed system checkout. System functions as intended. Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000180. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.